Manufacturer narrative:
(B)(4). Date sent: 12/28/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number a9d58y, and no non-conformances were identified.

Event description:
It was reported that during the unk surgery, could not fire and the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.